Manufacturer narrative:
Patient information: age: (B)(6). Weight: (B)(6) kg. Height: unknown. Gender: unknown. Date of implantation: (B)(6) 2020. Date of removal: (B)(6) 2020. Diagnosis according to the questionnaire: unknown. Description of product upon intake the valve was received submersed in an unidentified liquid in the provided returnkit. The following products were submitted for return: progav® 2.0. Shuntassistant® 2.0. Pediatric burrhole reservoir. Opening pressure upon intake at the time of intake, the progav® 2.0 showed a pressure setting of 1 cmh2o. Investigation the following section describes, in detail, the method and the results of the investigation. Visual inspection in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: apart from residues of mould, no deformation or other damage to the products could be detected. Permeability test: to check if the progav® 2.0 shunt system is blocked, we have performed a permeability test on the shunt system. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav® 2.0 shunt system is permeable. Computer controlled test: in order to investigate the suspicion of malfunction, the progav® 2.0 shunt system was tested on a miethke computer controlled testing apparatus. The progav® 2.0 shunt system was tested by simulating a cerebrospinal fluid flow at rates from 60 ml/hr down to 5 ml/hr with the valve in horizontal and vertical position (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting opening pressure was measured. The computer controlled test has shown the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/hr in a horizontal position, to be -0.22 cmh2o. This is within the specified tolerance of 1 cmh2o ± 3 cmh2o. Additionally, the shuntassistant® was tested according to standard procedure in the vertical position. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure between 18 cmh2o and 24 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the vertical position, the shuntassistant® had a pressure of 3.86 cmh2o. This is not within the specified tolerance. Additional testing did not significantly change the results. According to our results, we can confirm the presence of an overdrainage. The test, performed in the vertical position at a reference flow of 20 ml/hr, has shown that the shuntassistant® with a result of 1.22 cmh2o is operating within the specified tolerance (0 cmh2o to 4 cmh2o). Adjustability test: we have investigated whether the progav® 2.0 can be successfully set to each specified pressure setting. Thus indicating whether the valve is fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The progav® 2.0 was found to be adjustable to all pressure settings. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force and brake function test investigates whether the braking function of the adjustable valve(s) is present and how much force must be exerted on the housing to release the rotor to adjust the valve(s) using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav 2.0® was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation, we are able to substantiate the claim of "malfunction". We have determined that the shuntassistant® has an over-drainage. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 shunt system. After 3 weeks and 21 days the reporter suspected a malfunction. As for the case of a patient with the valve (fx420t) implanted, the pressure inside the valve was set to 1cmh2o, but cerebrospinal fluid was not drained, and ventricular contraction was not observed. The surgeon requested to check whether the pressure inside the valve is set to the specified value and it is working properly. Infection: unknown / to be confirmed later. Patient information: age: (B)(6). Weight: (B)(6) kg. Hight: unknown. Gender: unknown.